Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
The customer reported that the device, trs-robo-8, anchor tissue retrieval system, was being used during a da vinci appendectomy procedure on (B)(6) 2025 when it was reported, ¿specimen put in bag. Went to remove it from cavity and the bag blew out.¿. There was no report of injury, medical intervention, or hospitalization of the patient. Further assessment found that the specimen fell back into the abdominal cavity; however, the procedure was completed with a slight delay using a new bag. The patient is reported as doing well.

Manufacturer narrative:
Examination of the returned used specimen bag from device trs-robo-8 found that there was a tear at the bottom of the bag. A root cause cannot be determined; however, based upon evaluation of the device, and the risk document, a possible cause of this event could be that the specimen size exceeded the bag peel force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 58 complaints, regarding 73 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor tissue retrieval system by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, trs-robo-8, anchor tissue retrieval system, was being used during a da vinci appendectomy procedure on (B)(6) 2025 when it was reported, ¿specimen put in bag. Went to remove it from cavity and the bag blew out.¿ there was no report of injury, medical intervention, or hospitalization of the patient. Further assessment found that the specimen fell back into the abdominal cavity; however, the procedure was completed with a slight delay using a new bag. The patient is reported as doing well. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.